Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer was taken to emergency room on (B)(6) 2020 due to diabetic ketoacidosis and hyperglycemia. Customer declined troubleshooting. Customer experienced symptoms such as vomiting. It was unknown whether the auto mode feature was on or not. Customer¿s mother also called to let know that she had returned 2 boxes and 1 piece of infusion set. The insulin pump will not be returned for analysis.